Event description:
This is a report of a homechoice patient (hp) who contracted peritonitis after use of the product when the supply bag(s) fell off of its unspecified supporting structure. Per the nurse, it is unknown how the set up of the homechoice device and solution bags are set up at the patient's home. During a visit with nurse, the patient's mother told the nurse that the solution bags had fallen and a sample of effluent was pulled for testing. The patient had no symptoms. The culture did not grow anything but the white cell count was 380, 000 and therefore the patient was considered to have peritonitis and was treated with ceftazidime (unknown dosage) at the hospital and vancomycin 30 milligrams per liter of dialysate for 14 days. The patient was hospitalized from (B)(6), 2010 through (B)(6), 2010. The patient was considered recovered after a second set of tests came back clear.

Manufacturer narrative:
(B)(4).the device was discarded and therefore not available for evaluation.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Labeling was reviewed for possible use error(s) and there were no issues and no label deficiency.